Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 313 mg/dl and "vision had gotten worse". Reportedly, customer¿s personal profile required adjustments. Additionally, customer was using admelog within their pump supplies. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved. Customer updated their settings to address the event and tandem technical support educated the customer regarding off-label insulin.